Event description:
It was reported that the patient presented in clinic for follow up. The device was unable to interrogate. No error message was noted. The telemetry was unable to link up. No emi exposure was noted. Several attempts to establish the communication between the device and the programmer were unsuccessful. Multiple rooms and programmers were used. The patient was seen in clinic again on (B)(6) for interrogation attempt. The programmer exhibited difficulty to connect with the device indicating loss of telemetry. The screen was noted to be frozen. No further attempts could be made. Device replacement was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the patient went to the cath lab for scheduled change out of the device due to inability to interrogate the pacemaker. Upon interrogation the device was able to interrogate with both inductive and the rf antenna. The physician elected not to change the device. The patient reported no symptoms and will continue to be monitored.